Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) advanced failure analysis (afa) team. Following information was provided : the grip cable on instrument appears to be broken. Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.